Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "intracapsular rupture." Device remains implanted.

Event description:
Healthcare professional reported left side "intracapsular rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, flat crease, and device was underweight. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool. Based on the device analysis, the final assessment is a striated edge opening on radius side due to surgical damage.